Event description:
Alleged the left foot siderail will not latch in the up position.

Manufacturer narrative:
The technician found the siderail latch mechanism was sticking due to heavy fluid ingress. The technician replaced the siderail latch to repair the bed.